Event description:
It was reported to vyaire medical that during ovp, the ventilator does not deliver the fio2 correctly, the blender calibration was performed but it remains the same. No patient involvement reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : not returned.